Event description:
The pt was implanted with a left ventricular assist device (lvad) in 2003. Two months later the manufacturer received a call from the hosp vad coordinator stating that this lvad had an air leak. The air is escaping between the lvad metal fitting coming off of the polysulfone housing and the first pneumatic cap. There is not a noticeable crack or damage, but air is escaping and can be heard and felt. The air leak is not inhibiting the function of the lvad. The vacuum and pressure readings are maintaining and they continue to have good flash and fill light. The pt is asymptomatic. Initially the hosp had plastic tape around the area and splinted the area with a tongue depressor. The head perfusionist has since replaced the plastic tape and splint with foam tape around the fitting and the bottom half of the lvad and reported that there was no air leaking with that application. The pt remains ongoing on lvad support while awaiting a heart transplant.